Event description:
Information was received from a distributor via a manufacturer representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use. It was reported that battery depletion was encountered. The issue has been resolved. Additional information was received from the rep on 2026-jun-03. The rep reported that the programmed settings of the device prior to battery depletion were unknown, and it was unknown if the issue was caused by normal battery depletion. The steps taken to resolve the issue were unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.